Event description:
It was reported that the device detected the syringe as empty even when it was not. No patient injury was reported.

Manufacturer narrative:
Other, other text: a product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. Top case cracked by the front bottom right and left corners. Bottom case cracked by the "l" bracket pole clamp, cracked right/left plunger cases and battery door. Visible contamination. Was observed. Check syringe plunger sensor found in error history log. Reported problem duplicated during power up process.left plunger case had physical damage found in plunger head causing the flippers to get stuck (intermittently).manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.this issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the ?important safety information? Section of the operator?s manual under the heading of ?warnings? - ?never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it.? Also, reference the following warning statement contained in the ?safety features? Section of the operator?s manual under the heading ?maintenance and service? And ?periodic maintenance - ?dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it.?actions/repairs were done to correct the reported issue: replaced left plunger case.